Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unspecified amount of insulin during the load sequence. Subsequently, multiple cartridge alarms (alarm 1 and 9) occurred during the load sequence. Reportedly, the customer had filled the cartridge with the "full syringe" and was unable to specify the amount of insulin. The customer reverted to manual injections for insulin therapy. There was no reported adverse impact to customer's blood glucose level.